Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that when using a non compatible bd pre filled syringe, the pump will read the 5 ml normal saline flush as a if it is in a 10 ml syringe. This is resulting in the volume to be infused to be infused on the pump to read as 3.68ml. It was noted by the customer that during testing the module does deliver the 1 ml that is programmed to infuse. There was patient involvement but no harm.